Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 9 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.